Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until a failed self-test on (B)(6) 2010. The user was alerted to the problem by the red led status indicator being illuminated and an audible beep. Though no problem was found with the pad device or pad-pak the conclusion of the investigation is that pad-pak was so depleted it triggered the battery management system in the device. Previous experience has shown this type of fault can be caused by inadequate storage of the pad device where it can be exposed to adverse environmental conditions. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.